Event description:
International customer reported that a reservoir readily inflated with air from a leak at the device connector. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further information derived from the eval will be submitted in a supplemental 3500a form. This is one of four medwatch reports being submitted as four separate devices were used. See 2210968-2007-00082, 2210968-2007-00083, 2210968-2007-00084 and 2210968-2007-00085 for all associated medwatch reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44883isp -mfg date: 8/28/2006 -exp date: 10/31/2011, lot 44820isp -mfg date: 8/18/2006 -exp date: 9/30/2011.